Event description:
On (B)(6) 2012 the patient's blood glucose management team contacted animas alleging time and date inaccuracies with the pump. Follow up with the patient indicated that on (B)(6) 2012 the patient noted that the date on the pump was showing (B)(6) 2012 and the time was off by 12 hours (set to pm instead of am). The patient denies any power issues and denied manually changing the time and date. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because there was no cause found for the alleged time and date issue, and the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 06/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated a manual time change on 03/23/2012 at 14:40 that changed the day back to 03/22/2012 at 14:39, causing inaccuracies in the pump history. The pump was exercised for 24 hours with no issues; the time and date were found to be accurate during testing. Investigation revealed no issues with sticking or hypersensitive keypad buttons. The complaint could not be confirmed or duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.